Manufacturer narrative:
This issue was previously reported under MDR number 3002809144-2018-00237. The incorrect manufacturing location was documented. This report was generated to document irving, tx, as the manufacture location. Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, review of service history, a search for similar complaints, and a review of labeling. Return material was not available. The customer indicated they cleaned the cuvette. The customer indicated that the cause of the falsely elevated creatinine result to be dirty cuvettes. Review of the instrument service history did not identify any other issues that may have contributed to the current event tracking and trending did not identify an adverse. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c8000 analyzer, list number 01g06, was identified.

Event description:
The customer observed a falsely elevated creatinine result while using clinical chemistry creatinine assay. The customer provided the following data (customer provided range 0.57 - 1.11, critical >10): sid (B)(6), (B)(6) 2018: initial result 7.95 mg/dl. Retested on (B)(6) 2018: 1.26 and 1.31, retested on second analyzer: 1.32. A new specimen was drawn on (B)(6) 2018: sid (B)(6): 1.14. There was no adverse impact to patient management reported. The customer did indicate that the cuvettes were dirty with a black residue on the outside of the cuvettes.